Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging a battery indicator issue with the lifescan meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/13/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by lifescan product analysis on 05/30/2013 with the following findings: the meter and accessories passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.